Event description:
During an implant attempt connection issues were reported to the subject pacemaker . Screwing of the rv lead was impossible in rv channel. The device was not implanted.

Event description:
During an implant attempt connection issues were reported to the subject pacemaker . Screwing of the rv lead was impossible in rv channel. The device was not implanted.

Manufacturer narrative:
The device model involved in this MDR report is not approved in the u.s.; however, it is similar to reply dr or sr models approved under p950029.